Event description:
Request a swap due to paint peeling off (transfer set chamber holder) and the health department and board of pharmacy was in the facility and advised they can't have that, as the flakes may get into the tubing during final container attachment. Also reporting rotor 6 results. Note: this is the second pump for paint peeling just replaced (B)(4) for the issue. Follow-up phone call with the reporter: there was no contamination of their pharmaceutical compounds and there were no pt injuries with the event.

Manufacturer narrative:
The device was returned and visually inspected. The reported complaint was confirmed. The resin was coming off of the manifold holder. The manifold holder (B)(4) was replaced and preventative maintenance on the pump was performed. A supplier corrective action notification (scan) has been issued for the resin coming off of the manifold holder. (B)(4). The complaint for the rotor #6 faults was also confirmed. The screw on the clutch was loose so the clutch was replaced.